Manufacturer narrative:
Product event summary: the device was returned, analysis was performed, and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that the patient's lead had dislodged and exhibited oversensing. During the re-operation for dislodgement, the wrench was used to tighten the device setscrew of the ventricular port, however, the wrench could not be removed from the grommet. Eventually, the setscrew was detached, and together with the wrench, the setscrew came out through the grommet. It was found that the opening of the grommet remained open. The device was explanted and replaced. It is unknown as to whether the lead was revised or explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.